Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the optical trocar and lens were intact. The fixation trocar, circular and duckbill seal were received. The device was received inserted into the cannula. Functional testing found that the knife blade advanced and cut through the test media when the trigger was actuated, while the port failed an air leak test. It was reported that the knife blade was unexpectedly exposed before use, and the knife cut the tissue but it did not transect the tissue smoothly, creating a jagged line. The reported issues could not be confirmed. The most likely cause could not be established from the information available. Prolonged insertion can cause the duckbill seal to become stretched. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic excision of lesion of the uterus, the knife blade was exposed a little bit and did not cut smoothly. A new device was taken out and used according to the surgeon's judgement. There was no patient injury.